Event description:
It was reported that the patient presented in the hospital after receiving atp and high voltage therapy. The shocks were appropriate. Loss of atrial sensing was noted. Programming changes is planned. No symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.